Manufacturer narrative:
(B)(4). The event was reported to take place sometime during the 2 months prior to (B)(6), 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that nurses were unable to make connections while using a one-link extension set due to cross-thread issues. There was no patient injury or medical intervention associated with this event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). One unit was received for evaluation. Visual inspection, functional testing, clear passage, and pressure testing were performed and nothing unusual was noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.